Manufacturer narrative:
Device is combination product device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found blood and contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. The hypotube was broken at 21.5cm from the strain relief. There was tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, lesion crossing difficulties occurred. Vascular access was obtained via the brachial artery. The <100% stenosed, concentric shaped target lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. There was a significant bend involved in the lesion. The lesion was pre-dilated resulting in "good angiographic results". This 2.50x24mm taxus liberte stent was selected for treatment; however, the stent delivery system (sds) was unable to cross the lesion despite repeated attempts. The procedure was completed with a different drug eluting stent (des). No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a hypotube break.